Event description:
The rptr stated that the device was being used on a pt who required defibrillation. The device was charged to 200 and 300 joules successively and both times the device discharged properly. The device operators attempted to charge the device to 360 joules and the device allegedly would not reach full charge. A back up device was obtrained and treatment was continued. The pt was not resuscitated. The rptr stated that the device did not cause or contribute to the pt's outcome. The statement was based on the availability of a back up device.